Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had glue blockage in the tube during the examination. There were 95 reported occurrences of catheters with glue-like foreign matter. The following information was provided by the initial reporter, translated from chinese: "there was glue blockage in the tube during the examination before puncture. The specific glue is uncertain"

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. A mass was observed on the catheter tip in the photos provided. However, the silicone was not observed on the returned sample. Bd therefor cannot determine the cause of the failure since the foreign matter could not be observed for the investigation. A quality alert was generated and distributed to all manufacturing personnel involved with the production of this product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had glue blockage in the tube during the examination. There were 95 reported occurrences of catheters with glue-like foreign matter. The following information was provided by the initial reporter, translated from chinese: "there was glue blockage in the tube during the examination before puncture. The specific glue is uncertain"